Event description:
While on scene of a cardiac arrest (medical transportation setting), pt was endotracheally intubated and placement was verified. The integrated m+ capnograph was placed on the tube and allowed to complete "warm up," but read all "0's." Next, the adapter was zeroed and replaced on the tube without change. The cable was plugged in and verified. Because of failure, the unit was not used and other methods of verification used. The unit was pulled from service. This was a loaner unit that was replacing one of the units that was at zoll receiving service/update. Following this incident, this unit was tested and the problem could not be duplicated.